Event description:
It was reported that, during inspection in surgery, a hair was found in the inner sterile packaging of the sbg stem with ha 5 r. The device was not implanted in the patient. It is unknown how the procedure was completed and if there was a delay. The patient was not harmed.

Manufacturer narrative:
G3, h2, h3, and h6: it was reported that, during surgery, a hair was found in the inner sterile packaging of the sbg stem with ha 5 r. The device was not implanted in the patient. The procedure was finished with a smith and nephew back up device without significant delays (5 minutes). The patient was not harmed. The product including packaging was returned for investigation. The reported hair is clearly visible inside the peel bags. The device, intended for use in treatment, was returned for investigation to our packaging supplier. The hair is on the back of the label, which was stuck on the first bag. The hair must have come under the label while the labels were being stuck on the inner peel bag. Since the hair was on the outside of the primary bag, there was no direct contact with the product. The sterile barrier is not impaired. The batch record was reviewed. No deviation was found, neither in the specific manufacturing/order documentation nor in the sterilization certificate. Furthermore the packaging supplier was informed and performed a review of his documentation, no deviations were found as well. In our current IFU for hip implants lit. 12.23/ed.05 it is listed that the device should be inspected before use. Implants should not be used if the packaging shows any damage or foreign bodies. The risk is covered in our corresponding risk file. The root cause for this failure was established to quality control deficiency. The reported hair was overlooked during the visual inspection during and after packaging. A retraining of the staff at our packaging supplier was performed. Additional preventive or corrective actions are not planned. This case will be closed. Smith & nephew will monitor this device for similar issues. B5: update summary. D8 and d9: device returned. G2: report source update.

Event description:
It was reported that, during surgery, a hair was found in the inner sterile packaging of the sbg stem with ha 5 r. The device was not implanted in the patient. The procedure was finished with a smith and nephew back up device without significant delyas (5 minutes). The patient was not harmed.